Manufacturer narrative:
Device evaluated by MFR: the stent was not returned to the manufacturing site for analysis. No issues were noted with the profile of the delivery device. All bonds were intact with no issues noted. No issues were noted with the holding sleeve. However, the stent cup was damaged. One side of the stent cup was torn. This damage is consistent with the application of excessive force. The function of the stent cup is to prevent the stent wire damaging the outer member or stent wire becoming damaged. No damage was observed on the outer member of the device that may have indicated stent deployment issues. The markerbands were visually and microscopically reviewed and no issues were identified. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. Vascular access was obtained via the femoral artery. An 18 x 60mm x 75cm wallstent-uni¿ endoprosthesis was advanced to treat the lesion. The physician started to deploy the stent and it was noted that the stent partially opened and despite several attempts, the stent failed to be deployed. The device was removed and the procedure was completed with another 18 x 60mm x 75cm wallstent-uni¿ endoprosthesis. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent partial deployment occurred. Vascular access was obtained via the femoral artery. An 18 x 60mm x 75cm wallstent-uni¿ endoprosthesis was advanced to treat the lesion. The physician started to deploy the stent and it was noted that the stent partially opened and despite several attempts, the stent failed to be deployed. The device was removed and the procedure was completed with another 18 x 60mm x 75cm wallstent-uni¿ endoprosthesis. No patient complications were reported and the patient's status was stable.